Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by a surgery coordinator that the patient is doing well and the anisometropia has resolved.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and image difference anisometropia. The lens was exchanged for a different lens four months following the initial implantation. The clinical reason given for explant was that the lens appeared tilted. Additional information was requested.